Event description:
During the routine follow-up of the device involved in the this report, physician and sales representative didn't understand the diagnosis information displayed in an episode recorded in device memory.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. (B) (4). Displayed information was not clear. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Conclusion - implant and programmer operated as specified and as intended. However, it might be appropriate to program a slow vt and/or a vt zone in order to avoid such misleading interpretations to recur. Without these zones being programmed, all the cycles with a rate below the fvt/vf rate are considered as slow rhythm cycles and can be used for the acceleration reference (if not accelerated).